Event description:
General report of an undocumented number of incidents of the silicone sleeves of the clave port remained in the depressed position; subsequently, leaks were noted. The extension sets were being used to deliver unspecified medications. After unspecified lengths of time, the nurse attempted to disconnect the male adapters of the unspecified devices which were connected to the clave of the extension sets, and it was noted that the silicone sleeves of the clave ports remained in the depressed position. It was reported that unspecified volumes of medication leaked on the patient. The extension sets were replaced. There were no reported adverse patient effects and no reported delay of therapy critical to the patients. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.